Event description:
This polaris adjustable pressure valve was implanted in a pt approx in 2005. It was set at 70 mm h2o. As the neurosurgeon tried to adjust the pressure of the valve in vain, he replaced the valve a few days later.

Manufacturer narrative:
The valve has been returned on 05/23/2006. Analysis has to be done.